Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on the morning of (B)(6) 2015. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and claimed she was given less insulin than usual by her nurse as a result of the alleged issue. The patient denied developing any symptoms and there was no mention of medical treatment/intervention received as a result of the alleged issue. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product. The csr documented that the correct strips were being used for testing however noted the patient did not have testing supplies available to walk through a retest. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.